Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer review of vns programming history for a pt revealed high lead impedance readings. The pt had a generator replacement on (B) (6)2006, but no diagnostics are known after this date to see if the high lead impedance resolved. Attempts for further info from the attending neurologist have been unsuccessful to date.